Manufacturer narrative:
Received one (1) used ch3187 bifuse add-on set w/bag spike, spiros connected to one (1) used ch-14 for inspection. A stick down was observed on the ch-14. No defects or anomalies on the ch3187. The ch3187 could not be primed when connected to the ch-14. When the ch-14 was removed the ch3187 was able to be primed. There was no flow on the ch-14. The reported complaint could not be confirmed on the ch3187. A device history lot # review could not be conducted because no lot number(s) was/were identified.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
It was reported that a 15" (38 cm) appx 5.2 ml, bifuse add-on set w/bag spike, spiros¿, 3 clamps (blue, red, white), dry spike adapter was found to be occluded during patient use. It was stated in the report that the chemo couldn't drip. There was no patient harm reported.